Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual examination of the complaint device revealed that there were no issues noted with the device. A functional evaluation was also performed and the balloon was able to be inflated and no issues were noted; there were no leaks, holes, pin holes noted and the balloon was able to hold the pressure. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.